Manufacturer narrative:
It was discovered that two cases were accidentally created for this event and this patient. The same event details and products were reported twice. This case is a duplicate from the original case cpt160004095 with manufacturer report number 9613350-2016-00481. Please invalidate this case from your system as it is a duplicate from cpt160004095. Zimmer (B)(4) will invalidate this case from the system. Zimmer reference number is cmp-(B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmers reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted with a cocr head, l, 36/+4, taper 12/14 on (B)(6) 2015 on the left side and experienced dislocation on (B)(6) 2015. The hip was repositioned under a short anesthesia.